Manufacturer narrative:
The device was returned for evaluation. The sheath was returned cut into two pieces with two separated liner pieces. The returned esheath was visually inspected, and the following was noted: the sheath was cut 7.5 inches from strain relief, two pieces of liner were separated and wrinkled both belonging to the smaller sheath shaft piece. The first sheath shaft piece (larger piece) there was a kink approximately 7.25 inches from strain relief, 0.5 inches in length distal from the cut, and deep scratches approximately 5 inches from strain relief 1 inches in length. The second sheath shaft piece (smaller piece from distal end of sheath shaft) there was a liner tear and delamination 2.25 inches length and teco at distal end of the tip is slightly delaminated. The hdpe there is 'strand like' damage observed near sheath distal tip and scratches observed on hdpe. The distal end tip of sheath liner separated and wrinkled 1.25 inches in length and the liner separated approximately 0.75 inches in length. Also, two pieces of liner were separated and wrinkled both belonging to the second (smaller) shaft piece and the c marker band was missing and not returned. Imagery was provided by the site was reviewed and the patient had a tortuous and calcified anatomy. Due to the returned device condition (liner tear delamination), no functional testing was able to be performed. Due to the condition of the device (wrinkled liner), no relevant functional testing was able to be performed. The complaint was confirmed by visual inspection. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of lot history was performed and revealed no other complaints (qms and reliance eqms) relating to the reported complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) were reviewed: edwards sapien 3 transfemoral system, japan, and procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Sheath removal: remove the suture securing the sheath, remove the sheath entirely without torquing ensuring the edwards logo is facing upwards, do not reinsert the sheath at any time during removal, hemostasis will be maintained if the sheath is partially removed past the partially expandable section, have an appropriate dilator already to occlude the vessel if required, appearance of the sheath upon removal, some curvature of the sheath may be present , ripples along the seam are normal, an open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place , and once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath with torquing. Do not reinsert the sheath at any time. A review of complaint history on confirmed complaints (returned and no product returned) from february 2020 through january 2021 revealed the following for the edwards esheath introducer set (all models and sizes) with the codes identified below. Prior closed complaints were reviewed for similar events and root cause identification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non conformances or IFU or training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The reported events were confirmed based on visual inspection of return device. DHR, lot history, and complaint history reviews revealed no indication that a manufacturing non conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU or training materials revealed no deficiencies. Per the complaint description, as the delivery system shaft gradually became bent, it was decided to remove the system. The crimped 29 mm sapien 3 valve could not be pulled into the 16 fr esheath, causing liner tear. Per imagery review, the access vessel was noted to have presence of calcification and tortuosity. The presence of calcification is further supported by the scratches on the sheath shaft observed during visual inspection as they are indicative of calcium nodules in the vessel interacting with the sheath. Calcification can damage the exposed portion of the sheath liner, which could lead to immediate cutting or tearing of the sheath liner or the weakening of it. A weakened liner is more susceptible to tearing during retrieval of the delivery system. Calcification can also create a difficult pathway for coaxial device alignment when retrieving the delivery system through the sheath. Tortuosity can also lead to non axial alignment in the retrieval of the delivery system through suboptimal angles. If the delivery system was not coaxially aligned with sheath tip during retrieval, the delivery system and crimped valve can potentially catch onto the sheath tip resulting in retrieval difficulty. The crimped valve can then create liner tears and liner delamination, especially if excessively manipulated during the experienced withdrawal difficulty. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (valve caught onto liner, excessive manipulation) likely contributed to the complaint event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during decontamination, it was revealed that the sheath shaft was cut near the distal end and liner of that part is delaminated and completely separated. Per the reporting sales rep, the sheath shaft was cut by operator to remove the valve. The liner was delaminated and separated during procedure.